Event description:
During or procedures, anesthesiologist would observe fluctuations in patient temperatures on ge solar patient monitor with pdm from 3-10 degrees while esu in use. "Temp cal failure" messages also observed. Temperature probes swapped out, but no effect.